Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. Block d6b: explant date: 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 16739513.

Event description:
It was reported that the patients therapy was not working. All device components were explanted and were not returned due to facility policy.